Event description:
The customer reported approximately two drops of clear fluid leaked on top of the tube stopper involving the coulter act diff 2 analyzer. The fluid was contained within the instrument. The operator was wearing protective gloves at the time of the event and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer stated patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) suggested partial obstruction in the probe rinse block to the vacuum isolator chamber pathway. The fse advised the customer to wear proper personal protective equipment (ppe) and turn the instrument off and remove the cover via the telephone. The fse verbally guided the customer through manually bleaching the probe rinse block to vacuum isolator chamber pathway. The customer completed the procedure, replaced the covers, and turned on the instrument. The customer performed system startup and controls and confirmed no further fluid leaks. The instrument was returned to normal operation. In conclusion, the likely cause of the event is attributed to the obstruction in the rinse block to the vacuum isolator chamber pathway. A definitive root cause is unknown. (B)(4).